Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that during subsequent biomed testing the device displayed "bridge test failed" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.